Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
Ring broke on constrained liner.

Manufacturer narrative:
Review of the device history records indicate 6 devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events reported for the manufacturing lot the reported event was confirmed based on the x-ray. However, the root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Ring broke on constrained liner.